Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced bent cannula event that led to an increase in blood glucose level of over 22 mmol/l. They tried to treat it with correction bolus via pump. The infusion set was in use for 3 days. Therefore, on (B)(6) 2025, the patient went to emergency room and eventually got hospitalized. During hospitalization, the patient received intravenous and fluids of saline and insulin as corrective treatment. The patient release from hospital on (B)(6) 2025. The trace ketones were also high. No further information available.